Manufacturer narrative:
Product event summary: analysis found the stylus tip and cursor did not align on the screen and calibration did not resolve issue; overlay/bezel assembly found out of electrical specification. Analysis also found the system fan was noisy and the stylus was missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.